Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Reportedly, an anterior cuff miss occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned components of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were found to be normal. The posterior cuff was still loaded on the foot and the link was attached to the cuff. The anterior cuff was engaged to anterior needle tip. There was no needle strike mark on the foot. Based on the evidence found on the returned device, the posterior cuff was missed. The link was broken at the anterior cuff which was a direct result of the posterior cuff miss. Because the posterior cuff remained in the foot, it caused the link to break from the anterior cuff during plunger removal. Contributing factors for the posterior cuff miss and subsequent link break can include, but are not limited to, manufacturing, needle deflection during plunger deployment due to interaction with human tissue, or a failure to maintain a stable position of the device during needle deployment. During the investigation of the device, due to too much dried blood in the needle lumens, the plunger was not reinserted. However, the needle trajectory of every device is verified during manufacturing process. There was no manufacturing or quality deficiency detected that could have contributed to the reported complaint. A review of the lot history record did not reveal any nonconforming material records which could have contributed to this event. A review of the complaint database for this lot did not reveal any indication of a lot specific product quality deficiency. Based on the results of the investigation, the probable cause was determined to be related to the operational context during use of the device and not a product quality deficiency.